Manufacturer narrative:
On (B)(6) 2020, the patient was admitted to the emergency room (ER) with signs of erythema, described as "severe pain, redness, and swelling," at the implant incision. The ER explanted both stimulators and prescribed the patient antibiotics. Cultures were taken of the stimulators as well as the surrounding area. On june 10, 2020, the cr reported the cultures taken were all negative. The explant date of the stimulators was (B)(6) 2020. No further issues were reported. On june 30, 2020, the cr reported that the patient does not currently want to have new stimulators implanted. The erythema was reported to have ceased and the patient is doing well. The patient reported having pain reduced by activating the stimulators. The stimulator was reported to meet product specifications.

Event description:
Stimwave quality has investigated the details for a report of erythema (pain, redness, and swelling) at the implant site submitted to the stimwave complaint system on june 6, 2020, by clinical representative (cr), in (B)(6). Cr became aware of this issue june 5, 2020.